Event description:
It was reported that a merlin. Net transmission showed sever- al episodes of noise on the right ventricular lead, causing the patient to pace asynchronously. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.